Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (lcp dhs-pl 135° 6ho l124 standbarrel sst, part number 02.224.226s, lot number l045095). The subject device was returned to the manufacturer with the complaint condition stating: the plate is broken at hole 1 on the shaft. It has several scratches, several abrasions and injuries on the surface and within holes. The laser marking is readable and the plate was returned in packaging different from the original one. All dimensions of the plate relevant for the complaint condition were measured and fulfilled the specifications of the drawing. Thickness measurement was performed close to the breakage point. Furthermore, the thickness and width were inspected and documented during the manufacturing process through the inspection sheet. No deviation or abnormalities were detected. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on the investigation results the complaint is rated as confirmed because the plate is broken as claimed by the customer. However, this complaint is rated as not valid from the manufacturing point of view since no deviations were found in the manufacturing documentation as well as during the investigation all relevant measurements performed according to the drawing have passed the specifications. The plate in question was dimensional checked as well as its manufacturing documentation. Therefore, the plate was manufactured according to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available. Date of device breakage is not known. (B)(4). Date of implant is not known device was not explanted concomitant device therapy date is not known. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 09.aug.2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the 135 degree locking compression plate dynamic hip system (lcp dhs) plate broke approximately two (2) weeks after implant. The revision surgery has not yet been scheduled. Concomitant devices reported: dhs/dcs screw (280.150s, lot l273540, quantity 1), dhs trochanter stabilizing (281.869, lot l183891, quantity 1). This report is for one (1) 135 degree lcp dhs plate. This is report 1 of 1 for com-(B)(4).